Event description:
Crna was setting up for a surgical case on 5/8/96. He opened the 20cc syringe package and noticed something dark in the luer lock cap. He removed the cap and noticed a dead insect inside the cap. He replaced the cap on the syringe and returned the syringe to its package. He gave the entire syringe/package to the infection control nurse who forwarded it to the pharmacist/medical device recall coordinator.